Manufacturer narrative:
Should additional information become available regarding this event, it will be updated in a follow-up report.

Event description:
On (B)(6) 2010, the pt was originally implanted with a double cuff artificial urinary sphincter (aus). Information was received by ams that suggests the pump was removed due to "erosion through scrotal incision". The date of this event is unknown. Additional information was requested but was not provided.